Event description:
Rptr's first implants were implanted in 7/85, under the muscle. The implants were then reused in 9/89, on top of the muscle. One implant is ruptured and needs to be removed. Rptr has various illnesses. They were hard immediately after first surgery and rptr was given mega doses of vitamin e and shown how to break up capsule. When there was no progress after breaking the capsules several times, the implants were relocated on top of the muscle. Now the implants are progressively getting smaller.